Event description:
A consumer reported receiving a low blood glucose reading of 173 mg/dl on their softact meter when compared to a valid laboratory comparison of 280 mg/dl. These values when plotted on a clarke error grid fell into the d zone showing the difference to be clinically significant. No death, serious injury or medical intervention was reported with the event.